Event description:
As reported: moderate push back from haemostatic valve. For the operator it was unusually difficult to push the bypass tube through the haemostatic valve, but he was able to manage the safety use of the product. The closure was completed successfully. No harm to the patient or outcome. Additional information on 18aug2022: there were no issues with advancing or withdrawing procedure sheaths during the tavr case. There were no reports of bending or buckling of the bypass tube when it met moderate resistance advancing into the sheath.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 14f ce manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while advancing the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. It was unusually difficult for the physician to push the bypass tube through the hemostatic valve; however, was able to complete the closure successfully, managing safely the use of the device and no harm to the patient. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.